Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported on behalf of the surgeon a case of diffuse lamaller keratitis (dlk) of the right eye, observed at one day lasik post-operative visit. Add'l info indicated the pt was placed on a topical steroid eye drops taper and reported issue had resolved by add'l follow up visit.